Event description:
The following information was reported to gore: on (B)(6) 2023, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis and gore® dryseal flex introducer sheath. After successfully implanting all planned stent grafts, the final angiography confirmed a dissection at the right external iliac artery (eia). It was unknown as to when the dissection had occurred during the procedure. According to the reporting physician, the right eia was tortuous. It was suspected either the use of terumo radifocus¿ guide wire or a 22fr gore® dryseal flex introducer sheath could have caused the dissection. It was also considered possible that the dissection had occurred when a contralateral leg endoprosthesis (plc141200j) had been delivered through the right eia without the sheath. No bleeding was confirmed from the dissected area of the vessel, therefore, no additional treatment was required. The patient has since been monitored.

Manufacturer narrative:
H6: code c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H6: code b20: device remains implanted and therefore not available for direct analysis. H.6.: code a0101: used to capture the right external iliac artery tortuosity. H.6.: code: d12: according to the gore® dryseal flex sheath instructions for use, adverse events with may occur and/or require intervention including, but not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.) Adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.